Event description:
The customer went to the emergency room with a blood glucose level of 321-334 mg/dl and was admitted to the hospital on a non-diabetic related reason. The customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.